Event description:
Apparently the coli would not re-sheath and therefore, was not able to be re-used. Final analysis found stretched coil.

Manufacturer narrative:
The coil's socket ring was found pushed down under the pet angle ring/outer sheath. The three primary windings off the distal end of the soldered section show minor separation. The coil at one point may have encountered distal interference and became temporarily anchored during removal. Located 47.0cm off the distal tip of the green introducer is severe mechanical damage to the sheath resulting in an opened skive. This damage pattern is associated with the resheathing tool. Therefore, the most likely root cause of the resheathing difficulty occurred when the sheath encountered severe mechanical damage resulting in an opened skive. This allowed the device positioning unit (dpu) to protrude outside the sheath. In this condition, resheathing the coil cannot be performed. The circumstances of how this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
Note: the previously submitted (MDR follow up#1) was a correction of the analysis stated on the initial MDR submission. This report is (MDR follow up#2) is the final MDR for this file and no further reports will be forthcoming for this medwatch report. It was reported that the cashmere complex 3x3 coli would not re-sheath and therefore was not able to be re-used. It was indicated that there was no reported event or product problem outcome; indicated as an inconvenience resulting in a 10 minute delay. The procedure was continued with a similar product. Analysis of the returned device found the coil stretched. There is no further information and with investigative efforts no information regarding the timing of the stretching of the coil was obtained. The coil's socket ring was found pushed down under the pet angle ring/outer sheath. The three primary windings off the distal end of the soldered section show minor separation. The coil at one point may have encountered distal interference and became temporarily anchored during removal. Located 47.0cm off the distal tip of the green introducer is severe mechanical damage to the sheath resulting in an opened skive. This damage pattern is associated with the resheathing tool. Therefore, the most likely root cause of the resheathing difficulty occurred when the sheath encountered severe mechanical damage resulting in an opened skive. This allowed the device positioning unit (dpu) to protrude outside the sheath. In this condition, resheathing the coil cannot be performed. The circumstances of how this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the limited procedural information no conclusion can be made regarding the reported inability to resheath the coil. However, based on no report of unsheathing difficulties, which would have occurred had the damage been present on the device prior to use, it appears that procedural factors/handling contributed to the event. Additionally, no conclusion can be made regarding the timing of the damages to the coil as related to the procedure or the cause. It is noted that there was no report of coil stretching. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The coil was returned with the coil's socket ring pushed back down inside the pet angle ring/outer sheath. The proximal section of the coil has buckling and compression damage. There were multiple blockages (blood, contrast, and protein) especially located distal and against the ball tip of the coil. Extensive cleaning could not remove most of the blockages. The coil had to be retracted through the skive for inspection. The blockage distal, but adjacent to the coil's ball tip forced a 0.014" guide wire out of the sheath and through the skive even after extensive cleaning. Except as noted; the remainder of the coil was found to be undamaged. The evidence strongly suggests that distal interference inside the microcatheter may have contributed to the coils introduction difficulty into the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the headway microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information will be submitted with the evaluation codes within 30 days.